Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Attempts to retrieve the device were made. To date no sample has been returned. If product is returned or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a urology procedure on (B)(6) 2019 and suture was used. The suture came loose from the needle. A new suture was taken from a new box for use. There were no reported patient consequences.